Event description:
Caller indicated the glucocard expression meter was giving variable readings. On (B)(6) 2015 she took a test right after she woke up and received a 31. She panicked because a nurse told her if she tested below 70 she would drop into a coma so she drank some orange juice and then drank half a can of coke to bring her sugar up. Today, (B)(6) 2015, she took a test first thing in the morning and got a 20 for a reading, instead of panicking, she took a test again and got a 242 so she called us to report her meter not working properly. She got very angry and upset with the questions for the report. She yelled at me when I asked for the strip lot number and refused to give that information. When I asked how she got the blood from her finger to the strip, she got super angry with me and accused me of calling her stupid and demanded to speak with my supervisor claiming she has been a diabetic for over 3 years and how dare I accuse her of not doing things correctly and asking her stupid questions like does she wash her hands. When I tried to explain (again) why I was asking, she got even angrier and more upset and confused. By the end of the call, she demanded the phone number for the FDA, she wanted me to lodge a complaint against her doctors office, and she had repeatedly asked me for more strips to get her by until she can find a new doctor. I advised I could send her 1 extra bottle of strips to help her get by. She was also upset that the new meter we were sending wouldn't already be set up with date/time etc. I advised she could call us and we would help her set it up. Controls not used. Replacing product.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.